Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: the complaint device was received at the manufacturing site and evaluated. During the service evaluation the following defects were identified: ¿ outer tube damaged, needle. Outer tube dent(s), distal tip distal tip damaged. ¿ illumination distal tip fiber damaged. ¿ particulate, optics particulate under distal lens. ¿ optical system, optical components prism loose. ¿ distal cover glass/negative damaged scratch/cracked/residue. ¿ cosmetic issue rust/discoloration. ¿ engraving/identification. ¿ functional : damaged connector, visual :deformed/bent, visual : foreign .substance/debris/cleaning/sterilization, broken (2+ pieces) : device fractured, visual : corrosion/rusting/pitting. Per service reports, this complaint can be confirmed. The tube, lens and optica were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. As part of depuy mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. The faulty parts was identified as the root cause for the device failure during the service evaluation. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the investigation has been updated to reflect the correct information: investigation summary according to the information provided, it was reported that scope showing black image. The complaint device was not returned after multiple attempts for device return, it was retained by the customer, therefore unavailable for a physical evaluation. Since the complaint device was not returned, we cannot determine a root cause for the reported failure. If additional information or the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device serial number (B)(6), and no non-conformance was identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Correction h4: the device manufacture date was reported as unknown on the initial report. Please note that the date of manufacture has been updated accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the investigation has been updated to reflect the correct information: investigation summary. According to the information received, it was reported that ¿scope showing black image¿. The complaint device was received at the manufacturing site and evaluated. During the service evaluation the following defects were identified: ¿ outer tube damaged, needle outer tube dent(s), distal tip distal tip damaged. ¿ illumination distal tip fiber damaged. ¿ particulate, optics particulate under distal lens. ¿ optical system, optical components prism loose. ¿ distal cover glass/negative damaged scratch/cracked/residue. ¿ cosmetic issue rust/discoloration. ¿ engraving/identification. ¿ functional : damaged connector, visual : deformed/bent, visual : foreign substance/debris/cleaning/sterilization, broken (2+ pieces) : device fractured, visual : corrosion/rusting/pitting. Per service reports, this complaint can be confirmed. The defective parts needs to be replaced to resolve the issues. The faulty parts was identified as the root cause for the device failure during the service evaluation. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that during a knee scope procedure on (B)(6) 2023, it was observed that the 4k c-mount endoscope, mitek lock 30 degree x 4 mm x 167 mm device showed a black imagee. There was a minimal delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: e3: reporter is a j&j sales representative. H4: the device manufacture date is currently unavailable. UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.